Manufacturer narrative:
Concomitant medical products: 5071-53 lead; 4965-25 lead; 5076-52 lead, implanted: (B)(6) 2011; dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high threshold measurements and low impedance measurements. It was noted that the right atrial (ra) lead ¿does not function¿. Both leads remain in use. No patient complications have been reported as a result of this event.